Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-07731. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, the OEM determined that the connector unit was broken by breakage/loose of the connector. The OEM determined that the stress/impact was added to the connector toward loose direction by the user handling, and the accumulated stress caused the breakage. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: chapter 3. Inspection before use 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears or dents. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus trained biomed evaluated the device at the user site. The biomed found the grey scope connector was broken and ordered a new one. The biomed replaced the grey connector and resolved the issue. The device is fully functional.

Event description:
The user facility reported that there was an issue with the device. The oer-pro has a broken grey scope connector. There was no patient involvement. No additional information was provided.